Manufacturer narrative:
The device was returned for evaluation. The following observations were also noted: the device failed the leak test. The objective lens was scratched and missing glue around it. There were minor scratches found on the control body. The device was serviced and returned to stock. This report will be supplemented when new and relevant information is received.

Event description:
During the evaluation of an olympus asset device, it was reported that the forceps cover glue was missing. No adverse event associated to this report. This MDR is being submitted to capture the reportable malfunction that was discovered during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 03-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the forceps glue missing likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.